Manufacturer narrative:
Beckman coulter fse (field service engineer) evaluated the analyzer, and identified a defective ise (ion selective electrode) buffer valves. Replacement of the buffer valves resolved the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of high ise (ion selective electrode) results for 5 patients on the while beckman coulter field service engineer was carrying out a scheduled pm (preventative maintenance) on their au5800 clinical chemistry analyser. The results were not released from the laboratory; thus, no change to patient treatment occurred. There were no reports of calibration or qc (quality control) issues prior, during or after the incident. The customer was unwilling to provide examples of erroneous results.